Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when removing the line from the pump at the end of the infusion, the tubing snapped and broke above the pumping segment. It was also reported that the line was attached to the patient at the time of the event. There was no patient harm.